Event description:
It was reported pt experienced loss of stimulation for the past one and half months due to the ipg depletion. Surgical intervention took place to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.